Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes, black spots were seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: g.4. PMA / 510(k)#: k981013. Investigation summary: bd had not received any samples or photos for investigation. Therefore, a total of 30 retained samples were visually inspected for all visual defects, and none of the samples failed inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® serum blood collection tubes, black spots were seen inside of one tube. No adverse impact was reported regarding the patient or user.